Event description:
It was reported that on 11 february 2025, a 25mm amplatzer amulet was selected for implant. Echo and computed tomography (CT) were used to size the device. The dimension of the defect was 22mm. Transesophageal echocardiogram (tee) and fluoroscopy were utilized during procedure. Stability check was performed and the patient did not experience a rhythm change during implant. No leak was observed around the amulet and the patient did not have any clinical symptoms. Two repositions occurred during implant. Post-implant, device embolization occurred and the amulet was observed to be in the left atrium; the embolized device did not cause partial or complete blockage of any arteries. The amulet was retrieved percutaneously without complications and was replaced with a new 35-25 amplatzer talisman pfo occluder. The patient was reported to be in stable condition.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of migration or expulsion of device (device embolization) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information received, the reported device embolization could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.